Manufacturer narrative:
Additional information: section h4 (device mfg date) was updated based on an extended investigation. No product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. Attempted to activate signal loss alarms with an iphone 12 using a good known libre 2 sensor. The iphone 12 successfully receive signal loss alarms. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. The customer reported a signal loss issue that prevented alarms from sounding and as a result, the customer experienced a loss of consciousness. Customer was unable to self-treat and required assistance from her husband to "treat the hypo". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A follow-up report will be filed if product is returned or additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. Customer reported a signal loss issue that prevented alarms from sounding and as a result, the customer experienced a loss of consciousness. Customer was unable to self-treat and required assistance from her husband to "treat the hypo". There was no report of death or permanent injury associated with this event.